Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with transient light sensitivity syndrome that started shortly after treatment in both eyes. The topical steroid dosage was increased (lotemax gel 3 times a day for 7 days then taper). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of photophobia that makes difficult watching movies at theater, sitting under bright lights indoors and car headlights appear like high beams on - right eye more than left eye. Patient reported is happy with vision and symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.50 x -1.75 x 62, left eye pre-op 20/20 .00 x -1.25 x 162. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 -1.50 x -.50 x 90.